Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes, returned to manufacturer: yes, date returned to manufacturer: june 9, 2021. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during removal and replacement. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: based on the manufacturing records review, product evaluation, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. A search of complaints revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Telephone number: +(B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully inserted in the right eye and removed during the same procedure due to a bent/broken haptic. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. Patient has recovered. No other information was provided.